Event description:
According to the available information from our distributor partner endoctor, that the 65 year old, with peyronie's disease diagnosed since 2017, with a history of 4 previous penile prosthesis implantations, the last being on (B)(6) 2021, when a procedure to correct the deformity of the penis was performed. He sought out the doctor reporting that the current prosthesis does not inflate, making an erection impossible and causing discomfort and pain when handling the sacrally implanted pump. During examination the doctor found the pump was stuck. It was not possible to unlock it by manipulation. The patient underwent an ultrasound examination which found there was distal erosion of the right cylinder with imminent extrusion through the glans or navicular fossa. Possible crossover in the middle third of the penile shaft hypertrophic scars from previous incisions. The scrotal pump was displaced into the hemipouch, pushing the testicle to the side. This causes discomfort and pain when manipulating the pump. Significant thickening of the tunica albuginea dorsal arteries of the penis and dorsal vein of the penis were patent. The patient underwent revision surgery for the current prosthesis on (B)(6) 2023 when all components of the prosthesis were replaced. The doctor believes that all complications are directly related to previous peyronie's disease and deformities in the patient's penis.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information from our distributor partner endoctor, that the 65 year old, with peyronie's disease diagnosed since 2017, with a history of (B)(4) previous penile prosthesis implantations, the last being on (B)(6) 2021, when a procedure to correct the deformity of the penis was performed. He sought out the doctor reporting that the current prosthesis does not inflate, making an erection impossible and causing discomfort and pain when handling the sacrally implanted pump. During examination the doctor found the pump was stuck. It was not possible to unlock it by manipulation. The patient underwent an ultrasound examination which found there was distal erosion of the right cylinder with imminent extrusion through the glans or navicular fossa. Possible crossover in the middle third of the penile shaft hypertrophic scars from previous incisions. The scrotal pump was displaced into the hemipouch, pushing the testicle to the side. This causes discomfort and pain when manipulating the pump. Significant thickening of the tunica albuginea dorsal arteries of the penis and dorsal vein of the penis were patent. The patient underwent revision surgery for the current prosthesis on (B)(6) 2023 when all components of the prosthesis were replaced. The doctor believes that all complications are directly related to previous peyronie's disease and deformities in the patient's penis.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. An aneurysm was noted on the bladder of cylinder 1. This was not a site of leakage. No functional abnormalities were noted with cylinder 2. Based on examination, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 1. This pressure, in combination with device usage, could contribute to sufficient stress (s) to separate the bladder at this site. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.